Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507135 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented with dizziness. From interrogation, high thresholds were noted on the right ventricular (rv) lead and right atrial (ra) lead. Also noted was a lead warning on the ra lead due to a decline in pacing impedance to low impedance. The rv lead was reprogrammed for increased output. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.